Event description:
It was reported that during a colectomy procedure, the device was used on (B)(6) 2015 for cut between ileum and caecum and for a side-to-side anastomosis during a right colectomy for a cancer. There was an onset of peritonitis three days after surgery ((B)(6) 2015). It was noticed that two to three staples in the middle of the line on the ileum cul-de-sac did not hold. There has been a reoperation and resuscitation because of a septic shock. To date, the patient is out of intensive care and is well. One device was discarded.

Manufacturer narrative:
Additional information: additional information received: what was the original diagnosis? Right colon cancer. Were there any abnormal noises heard during firing? No. What was the formation of the staples that did not hold? Unknown. What color cartridge was being used? No information. How was the leak addressed on the second surgery? Suture with thread.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested: were the anvil halves correctly aligned? Pin seated correctly? Was the tissue distributed evenly within the jaws of the device? Was the surgeon sure that there were no obstacles between the jaws of the device, such as clips, stents, guide wires? Was the tissue repositioned? If yes, was the alignment/locking lever in the intermediate position? Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Is it possible that the tissue was located past the stapling start indicator mark? How thick was the tissue, the instrument was fired on? On what tissue type was the device used? What was the quality of the tissue? If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? What is the age and sex of the patient? What is the current status of the patient? Is there any other additional information you would like to share about this device, procedure, patient or physician? How long has the surgeon been using this device for this procedure (in years)? Was there a recent conversion to ees devices in this account or with this surgeon?